Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover was out of alignment, resulting in the noise occurring at 75% extension of the gantry. To restore functionality, the cover was re-aligned. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system made a loud noise when extending outwards. It was reported there was no noise when retracting the gantry. There was no patient present when this issue was identified. No additional information was provided.